Event description:
Potential for injury associated with tilt actuator working fine going up but not down on the tdxsp-cg power chair. This event could cause the product to make unintended and erratic movement and possibly cause user to become stranded in a tilt position.